Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 02-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (7 mg/ml at 2.9727 mg/day) and morphine (10 mg/ml at 4.247 mg/day) via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. It was reported that prior to replacing the old pump, they were able to aspirate the catheter and then once they attached the new pump, they were unable to get csf (cerebrospinal fluid) backflow. It was noted that they did not flush the cap (catheter access port) as recommended prior to connecting the new pump. Disconnecting the new pump and flushing the cap prior to connecting to the old catheter was recommended. Per the reporter, they were able to flush the cap successfully and then the hcp decided to attach a new sutureless connector to the existing catheter. After the new sutureless connector was attached and the cap was flushed the hcp was able to get csf backflow. The troubleshooting resolved the reported event. No patient symptoms were mentioned. The new pump programming was noted to be bupivacaine (7 mg/ml at 2.9705 mg/day) and morphine (10 mg/ml at 4.244 m g/day). No further complications were reported/anticipated.